Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a paclitaxel set separated near the filter. This event occurred at the end of chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation contaminated with chemotherapy. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the defect leak-separated was not seen. Since the sample came inside a bag the reported condition is not observed. The sample cannot be taken out of the bag because is contaminated with a chemotherapy solution. No additional tests could be performed due to the contamination; therefore, the reported issue can neither be objectively refuted nor verified. Should additional relevant information become available, a supplemental report will be submitted.